Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed the helix to be retracted with blood and body fluid observed in the helix housing. An x-ray of the lead showed a fracture in the anode conductor coil approximately 22.5 cm from the terminal pin. The anode coil in this area is also separated as well with no abrasion or flattening of the outer insulation. Analysis determined the fracture was likely due to an over-tightened suture tie down and not first clavicle rib crush. The reported clinical observations were likely the result of the lead fracture observed by the laboratory.

Event description:
Boston scientific received information that this right ventricular (rv) lead tripped an automatic lead safety switch due to a high out of range pacing impedance measurement of greater than 2000 ohms. No pacing was also observed at five volts. Surgical intervention was performed and the rv lead continued to exhibit a high out of range pacing impedance measurement when connected to a pacing system analyzer. The lead was explanted where there were no visible signs of damage seen on the lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).